Event description:
It was reported that the patient with this pacemaker system visited the emergency room (ER) after experiencing palpitations. During device interrogation, the health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). Upon review, farfield r wave oversensing was observed. Ts provided programming recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.